Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 5.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. No serious injury or adverse patient effects were reported.